Event description:
The customer's mother called to check on the replacement since the customer did not receive previously his insulin pump. However, the request was not processed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, scratched screen, cracked case at the display window corner, battery tube threads, reservoir tube lip, belt clip slot, and scratched reservoir tube window.